Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4)2017. The patient has a revision scheduled for (B)(6) 2017 because they attempted to reprogram but it was unsuccessful. The issue has not been resolved at this time but the rep would update after the revision. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was rear-ended on (B)(6) 2017 and reported a change in coverage after that occurred. The patient had an x-ray on (B)(6) 2017 and it confirmed the right lead has moved down 2 contacts, resulting in a loss of coverage in the patient¿s right scapula. Impedances were all within normal limits when they were checked on (B)(6) 2017. The rep attempted reprogramming on (B)(6) 2017, but it was unsuccessful. The patient was going to follow up after trying 7 different groups to see if they experienced any better relief. If not, the patient was going to contact the healthcare professional¿s office for a revision to be scheduled. No further complications were reported.